Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
During lead revision for twiddlers syndrome, the device had been turned off (therapy disabled). The doctor began to use the bovi machine at which point the device shocked the patient. No episode was recorded. The device was then reinterrogated and it was found that it was not in backup mode/ have any parameters changed. The doctor proceeded to go ahead and change out the device.

Manufacturer narrative:
(B)(4).